Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2020-00612, initially reported on 06-aug-2020 through esubmitter. This MDR is to reflect the additional information received. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2016 and removed/replaced on (B)(6) 2020 due to leakage. Additional information received indicated that the pump tubing leaked due to a tear. A titan otr pump and two cylinders received for evaluation. Examination and testing of the returned components revealed a separation in the pump exhaust tubing at the tubing/strain relief junction for both exhaust tubes. Testing revealed these to be sites of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on both pump exhaust tubes at the tubing/strain relief junctions may have kinked and abraded against themselves for an extended period of time while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation at the each of the pump exhaust tubing/strain relief junctions. A separation of this type could then allow the loss of fluid, rendering the device inoperable.